Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Reference MFR report # 1627487-2013-04113. It was reported the pt did not have stimulation. The sjm rep met with the pt for reprogramming but was unable to resolve the issue. There were some contacts with low impedances. The pt was only receiving stimulation in his legs; his pain pattern is low back. In addition, the pt was receiving random shocking sensations. Th pt was sent for x-rays. Follow up identified the physician planned to move the ipg pocket site due to reported discomfort. The physician also planned to undertake surgical intervention to address the lead as well. It was reported the lead may have migrated.